Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned after restarting the system. The philips field service engineer (fse) went onsite and identified the cause of the issue was due to faulty geo pc. The faulty geo pc was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the geo pc and malfunction of the geo pc and determined that the failure of the xpm (extreme memory processing) card was due to a pcie configuration error. Following replacement, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.